Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plastipak¿ luer-lok¿ syringe, the device experienced leakage past the stopper/plunger. The following information was provided by the initial reporter. The customer stated: staff member was drawing up iron with the syringe. As they drawing up the medication the iron was leaking past the plunger.

Event description:
It was reported when using the bd plastipak¿ luer-lok¿ syringe, the device experienced leakage past the stopper/plunger. The following information was provided by the initial reporter. The customer stated: staff member was drawing up iron with the syringe. As they drawing up the medication the iron was leaking past the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-28. H6: investigation summary: two samples were received by our quality team for evaluation. From the samples, a solution past the stopper was observed. The samples were subjected to the leak test and passed indicating no fluid evidence at the plunger. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As the team was not able to duplicate the customers indicated failure, the root cause could not be determined.